Event description:
During an atrial flutter (afl) procedure, it was reported error 319 appeared on the carto 3 system when this catheter was in use. Metal value for map catheter was 39-42. Temp and impedance were normal on stockert. Catheter was located inside patient's heart, in mapping zone. The physician continued with the ablation. The error did change to 401 and the metal value was 0 for. Upon receipt of the catheter it was observed there was char on tip dome proximal end measured about 3mm in length. Due to this catheter condition this is now a MDR reportable event.

Manufacturer narrative:
(B)(4).